Event description:
A cms employee reported that, under certain conditions, the xio radiation treatment planning system was not saving user changes to field sizes of segmented beams (imrt treatment plans). No pts were treated incorrectly.